Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose level of 479mg/dl. The customer was treated with shot. Customer's blood glucose at the time of call was unknown. Customer's mother could not continue to troubleshoot since she was not with the customer and did not have the insulin pump. The insulin pump will be replaced and will be returned for analysis.